Manufacturer narrative:
Russian affiliate became aware of complaint on 04/21/2016; manufacturing site received complaint information on 06/02/2016. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site investigation: the received device is in used condition, all parts of the instrument show corrosion. The clip was not provided for investigation. The corrosion on the inside of the shaft and on the push, rod indicates that the shaft was not correctly dismantled for processing. The shaft is deformed in the area of magazine placement, the magazine gauge could not be mounted into place. Despite the deformation, the device is still functional. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. The provided instrument is in a poor condition but the function is still given. An error caused by manufacturing or material defect has been excluded.

Event description:
Country of complaint: russian federation. Post operative loosening of vessel clip following a cholecystectomy. No issues were noted during original operation. Patient condition worsened following operation, re-operation was performed and it was found that the clip had loosened from the vessel and there was vessel damage. The patient died following re-operation due to massive bleeding and further complications. Component in use: pl510r / handle f/pl506r & pl508r.

Manufacturer narrative:
Investigation: the shaft and the handle were checked by the quality assurance of the production department. The documentation is attached to sap notification (B)(4). Extract of the test: the surface is poorly cleaned, no signs of "sterlit"-oil are recognizable. The inner side of the jaw parts are damaged. During mounting the test magazine hooked and the magazine gauge could not be mounted in place, due to the damaged shaft. Jaw opening - target: 6.6 +0.1 mm, actual: 6.74 mm. Jaw tip - target: 6.9 -0.2 mm, actual: 6.97 mm. Distance between rod and end stop - target: 1.7 - 22.3 mm, actual: 21.9 mm. Three test magazines were applied successfully. The pitting corrosion on the inside of the shaft and on the pushing rod indicates that the shaft was not correctly dismantled for processing. Despite the deformation, the function is still given. At ats the shaft was also checked, caliper ID (B)(4) was used and a magazine out of lot 52184762. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the provided instrument is in a bad condition but the function is still given. So an error caused by manufacturing or material can be excluded, thus most likely the failure is user related. Corrective action: according to sop (B)(4) a CAPA is not necessary.